Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusal findings that relate to the reported event.description from medwatch report #mw5091945:had cataract lens replacement surgery and an implant of a hydrus micro stent by the ivantis company put into my left eye by dr (B)(6) of the (B)(6) at the dupage eye surgery in (B)(6). When dr (B)(6) was placing the hydrus micro stent in my eye I told him it was hurting me. The next day at the (B)(6), I had my surgery f/u appt and dr (B)(6) said: I believe I put the stent in the muscle under the drainage canal instead of in it. It will have to be removed. On thursday the (B)(6) 2019 I had an appointment to take pictures of the left eye at the (B)(6) office. Then dr (B)(6) set the stent removal for monday (B)(6) 2019. Evidently dr (B)(6) called the makers of the hydrus microstent as during the surgery a man said "you are putting it in wrong again, take it out". Dr (B)(6) told us the following day (B)(6) 2019 at the surgery follow up at the (B)(6) clinic that after being told that by a representative of the hydrus microstent that had flown in that morning for my surgery, that he dr (B)(6) yanked the stent out and tore a hole in my eye. I have had several checks with dr. (B)(6) since then to see how the pressure is doing in my eye. But dr (B)(6) does not know what to do about the hole. He now believes that all we can do is "wait and see," as the pressure is still down. I asked him what we do if the hole closes and scar tissue forms, he does not know. His latest quote was "that they use to put holes in the eye to lower pressure before stents" I do not believe you should have approved a product like the hydrus microstent by lvantis, inc., before making sure the doctor using it knows what he is doing. I do not believe that you should have approved the hydrus microstent until you were sure the dr doing the surgery knew what he was doing and that other pts would not now have a hole in their eye. (B)(6).ivantis contacted the implanting surgeon to discuss the concerns raised in the patient's medwatch report. The surgeon responded that that he felt the hydrus surgical training was "quite adequate," and that irregular patient anatomy (i.e., septum in the canal) can result in the inability to implant the hydrus completely within schlemm's canal. He also indicated that the goniotomy (which the patient described as a hole) is not a concern, since goniotomy "is a commonly performed procedure even currently and an acceptable treatment for glaucoma."'manufacturer reference #: cmp 19113

Event description:
On january 14, 2020, ivantis received medwatch report #mw5091945 from a hydrus patient. The verbatim event description is provided in section h10 of this report. Ivantis contacted the implanting physician, who provided the following additional information on january 21-22, 2020. Following the original surgery, the distal tip of the hydrus microstent appeared to be directed posteriorly. The stent was not extended too far into the anterior chamber, it was not touching the iris or the cornea, and it was not associated with hypotony, persistent inflammation, or patient discomfort. The surgeon elected to re-operate on the hydrus because he did not wish to have an implant that was not entirely positioned within schlemm's canal. At the re-operation, he initially attempted to withdraw the hydrus and reinsert through the same trabecular meshwork opening, however, the hydrus was again directed posteriorly, so he explanted the device. Post explant, the patient was reportedly doing well, with satisfactory iop and no sequelae. The surgeon explained to the patient that he was able to perform the second surgery through the same corneal incisions that were created during the original surgery and there were no permanent "holes" in the eye that would cause leaks or scarring. Preoperative information: preoperatively, the 74 year-old female patient had undergone multiple selective laser trabeculoplasty (slt) procedures with another doctor and had preexisting dry eye syndrome. Her baseline iop in the operative (left) eye was 27 mmhg on one iop-lowering medication with a best corrected visual acuity (bcva) of 20/40. Operative information: the hydrus microstent was implanted in combination with uneventful cataract surgery on (B)(6) 2019. Postoperative information: there was an issue with the placement of the device (location), and therefore it was removed on (B)(6) 2019. During this procedure, the surgeon initially attempted to recapture and reposition the microstent, but was unable to position properly so the device was explanted without incident and there was no sequelae. The patient was examined on (B)(6) 2019 and the iop decreased to 15 mmhg on one iop-lowering medication and the eye was quiet (visual acuity not measured). At last examination on (B)(6) 2020, the patient's iop remained stable at 15 mmhg (on the same iop-lowering medication), bcva improved to 20/25, and the eye was quiet and had healed. The patient's status and prognosis was listed as "iop controlled, recovered from surgery".

Manufacturer narrative:
The device was discarded by the user facility and is not available for analysis. Device identifiers have been requested. Microstent malposition and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The hydrus microstent was explanted from a patient on (B)(6) 2019 because the device was potentially placed posteriorly. The explant procedure was uneventful and the eye is quiet with no sequelae. Additional information has been requested.